Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
During a bb procedure, the fan did not appear on the echo screen. The swiftlink was not recognized and the ultrasound image was not displayed. Restarting the ultrasound machine and reconnecting the catheter did not resolve the issue. A different ultrasound machine and catheter were used to continue the procedure. The procedure was completed without patient's consequence.